Manufacturer narrative:
Subsequent review of the source case notes indicate the customer was requesting a preventive maintenance, which is an elective service. There was no allegation of a device malfunction. We are considering this non-reportable since there was no death or serious injury reported, and there was no device malfunction. Therefore, this report is no longer applicable and the parent record will be closed as a non-complaint. No further action is required at this time.

Event description:
It was reported to philips that the heartstart mrx device is inoperable. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.